Manufacturer narrative:
.

Event description:
Revision surgery with exchange of the polarcup shell and liner due to traumatic injury - femur fracture after fall. This patient is part of (B)(6) clinical study.